Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/07/2021, it was reported through the clindex system that on (B)(6) 2021 a patient presented to the ed with intermittent, moderate, left chest pain. The patient underwent an initial procedure on (B)(6) 2021 were fibertape sternal closure was used. No additional information provided. Additional information requested. Additional information provided 09/08/2021: the patient did not have a procedure on (B)(6) 2021, the pi determined relatedness on (B)(6) 2021. The initial procedure was on (B)(6) 2021. The arthrex device used during the procedure are as follows: ar-7297, lot: 12532894, qty. 4. No revision necessary.